Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump believes the pump is melting around the usb port. Reportedly, the customer is able to charge the pump successfully and the customer has not noted any heat coming from the pump. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.